Event description:
The customer reported via phone call that he dropped the insulin pump and a there is a black dot on the top left of the screen. Customer's blood glucose was 110 mg/dl. Customer stated that the damage on the pump inhibits screen reading. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, and a cracked reservoir tube lip.